Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed interface pcb assembly and determined that an internal short within the pcb assembly layers was the cause of the reported issue, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.